Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). During preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was found to not display a waveform. No patient was involved, and no harm was reported. Upon inspection, the fse identified damage to the external connector on the front end pcb. The fse replaced the front end board and performed the required recalibration. Following the repair, the unit passed all functional and safety tests and was returned to service.

Event description:
It was reported during pm that the cardiosave intra aortic ballon pump(iabp) had device not showing waveform. No patient involvement.